Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced an elevated blood glucose (bg) level of over 361 mg/dl 5.9 in ketones. The cause of bg is unknown. Customer changed pump supplies, delivered a correction bolus and administered manual injections to try to resolve bg. Customer then went to the hospital and was treated with manual inactions again to resolve the issue.